Manufacturer narrative:
A complete lead was returned in one piece measuring 58.6cm. The reported event of helix extension / retraction failure was confirmed while the reported event of inappropriate capture could not be confirmed. Analysis was normal. No anomalies were found. All damages found were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right ventricular lead was placed. The intraoperative test showed high threshold. The physician tried a different position but the helix could not be screwed out, there was blood in the middle of the electrode. The lead was not used and another lead was implanted. The operation was successfully completed.